Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the tip cover accessory progressively tore at the distal tip. It is alleged that the edges of the torn material were sharp and cut the patient's renal vein. It is alleged that the damage to the renal vein required the entire patient kidney to be removed.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering confirmed the reported failure of a split on the top of the tip cover. During failure analysis the distal end of the tip cover showed a couple of splits in the silicone clear part. The splits are roughly 180 degrees apart, offset from the parting lines by .025. One split is .150 long and the other is .035 long. The splits appeared to have initiated at the distal end opening and propagated down. The edges created by the splits are not abnormally sharp. Combination silicone/pellethane section of tip cover exhibits a couple of light scratch marks. No other damage was found. A procedure video was available and reviewed, during which the split at the distal end of the tip cover is visibly seen. The damage to the patient's renal vein appears to have occurred when the split in the tip cover is facing away from the location of the split. It is believed that the injury was caused by application of cautery and arcing at the base of the monopolar curve scissors where it transitions to the tip cover. The tip cover instructions for use (IFU) specifically states: general precautions and warnings inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Warning: failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.